Event description:
The pt was admitted for a procedure in 2009, with a 90% lesion in the mid right coronary artery. The lesion was a de novo, highly calcified and moderately tortuous. The lesion was pre-dilated (non-cordis product) and an intravascular ultrasound (ivus) was conducted. Then a 3.0 x 18mm cypher stent was delivered to the lesion and inflated at 12 atm. Ivus was conducted post implant and the physician confirmed that the stent apposition was not sufficient. Therefore, post-dilation was conducted with the stent delivery system, however, the balloon ruptured when pressurizing from 12 to 14 atm. The rupture was confirmed by decreasing pressure of the inflation device and back-flow of blood into the inflation device. The stent delivery system was removed from the pt and the physician confirmed the balloon rupture. The procedure was completed by post-dilating with another balloon catheter (non-cordis product). Ivus was conducted and there were no problems observed. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.